Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2019; ubd: 2021-08-12; UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl (3000 mcg/ml at 200 mcg/day) via an implantable pump for unknown indications for use. It was reported that by the patient that they had been experiencing increased pain. They had a catheter study one week ago in preparation for a prophylactic pump replacement due to the pump being at eri. The catheter study was performed under fluoroscopic guidance and was negative for csf. The patient was taken to the or for the routine pump replacement and a planned catheter revision. The healthcare provider (hcp) denied any allegations regarding the pump or any history of volume discrepancies. The hcp began by opening up the existing pump pocket and dissected down to the existing pump and proximal segment. They removed the pump from the pocket and attempted to aspirate from the catheter access port (cap) and had a positive return of csf. The hcp aspirated 2 ml from the cap twice. The hcp believed that there was a kink within the proximal segment of the catheter that was resolved once the pump was removed from the pocket. There was no noted memory within the catheter, so the hcp replaced the pump only and decided to make no changes to the catheter. The existing catheter was attached to the new pump, and a final catheter aspiration was done once the pump was back within the pump pocket with a positive return of csf. The catheter tip was confirmed at t10 with an anterior position. Implanted length remained at 81.3 cm, volume was 0.179 ml. The hcp was concerned that the patient was not receiving their full dose due to the kink within the catheter, so the intrathecal dosing was reduced by more than 75%. Previous dosing was fentanyl 870 ¿g/day with 35 g bolus up to eight times per day. Incisions were then irrigated and closed. The issue was resolved.